Event description:
It was reported that this right atrial (ra) lead was attempted due to fracture and high pacing impedances. The helix mechanism was deployed after 15 rotations, when the lead broke leading to high pacing impedances. A new ra lead was successfully placed, and the attempted lead was discarded at this facility. No adverse patient effects were reported.